Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer technical support provided information on how to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the caller acknowledged and understood.